Manufacturer narrative:
Device evaluation: the batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. As received, the specimen consists of one hydro gw stf std s 150-035; returned extending 16cm from the dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. The specimen was subjected to visual and tactile examination. The specimen coating appears visually and tactile consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents a large radius bend over the distal 8.5cm, and areas of skive damage to the polymer jacket with a proximal to distal orientation 37.0 to 43.5cm from the distal tip. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. The orientation of the skive damage suggests the damage was incurred either during advancement of the companion device over the wire or during withdrawal of the wire through the companion device. As noted in the device instructions for use, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle." Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. The initial reporter's first name is unknown. If any further relevant information is received, a follow up medwatch report will be filed.

Event description:
Coating of the guidewire was found to be peeled off and damaged.